Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the sheath on the tip of the fiberscope. Which is inserted into the patient¿s nose, was loose. The location where the event occurred was not specified by the reporter. No patient harm was reported in connection with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the investigation results, the probable cause of the observed damage is attributed to cause traced to component failure with an expected or random component failure not associated with any design or manufacturing issues should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.